Event description:
It was reported that a patient complained about their near vision with an intraocular lens (iol). They targeted emmetropia for iol power, but post-op refraction is sphere +1.50 cylinder -0.5 which results hyperopic refraction. Since the patient complained about having issues with daily reading book and as the patient daily activities were significantly affected, an explant was performed. A non-johnson & johnson lens was used as the replacement lens. After explant, the patient¿s near vision is over j2. No incision enlargement, vitrectomy, or sutures were required. The patient was reported to be temporarily impaired. Vision pre-operative: far: 0.8 near: j4 (decimal). Vision post-operative: far: 0.8 near: j2. No further information was provided.

Manufacturer narrative:
Patient age, weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.